Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 195 mg/dl and the sensor glucose was 70 mg/dl at the time of the incident. It was reported that the pump was telling her that she was low and pump was suspended, pump was 60 to 100 points lower. The customer blood glucose levels were 60 mg/dl, 100 mg/dl, 102 mg/dl, 104 mg/dl and sensor glucose level was 48 mg/dl. The customer was advised to turn the sensor feature off, then back on and perform reconnect old sensor. The sensor will not be returned for analysis.